Event description:
Imaging ultrasound unit's articulating monitor stand has a component that failed due to a sheering of multiple metal supports. This made the unit inoperable for patient care in a mobile setting, its main use case, and internally there was potential under continued use to stress the cables leading to additional failures or potential patient harm.